Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that the tip of the repositioning forceps was broken when crimping the fracture part during operation. The broken part was removed and the surgeon confirmed that the broken piece was not left in the patient body on the image. And the operation was continued.

Event description:
It was reported that the tip of the repositioning forceps was broken when crimping the fracture part during operation. The broken part was removed and the surgeon confirmed that the broken piece was not left in the patient body on the image. And the operation was continued.

Manufacturer narrative:
The reported event that straight reduction clamp, broad variax2 was alleged of 'breakage during surgery' could be confirmed. Based on investigation, the root cause was attributed to be user related. The failure was caused by the use of excessive force. Indeed, the device inspection revealed the following: the device inspection shows that the device is overall in a good shape. Some traces of use can be noticed but no major scratches or rust traces. The tip of one of the claws of the clamp is indeed broken. The surface of the breakage shows a grey area which is not shiny, specific to high energy fracture modes. The material at the edge of the surface shows snatching areas. All of this proves that a too big sudden force was applied to the device, which lead to the breakage of the claw. As a reminder, it is clearly stated in the IFU that: "[¿]. Always treat the instrument carefully to avoid surface damage or alterations to the instrument geometry. The design of the instrument must not be modified in any way. [¿]". A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.